Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the pre-use check failure was reported. Unfortunately, the information about final solution was not provided and no more details have been obtained in regards which part turned out to be the source of the issue. The root cause to the reported issue has not been determined. A correction of fields # d1 brand name and # d4 version or model # was required. D1 brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the expiratory channel board and both air and o2 gas modules were found defective. The expiratory channel contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Unfortunately, device's logs have not been available for the further analyze of the issue. The causes of the claimed issue in this customer product complaint have been determined. The issue was related to the component failure of the expiratory channel board and both gas module.